Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began receiving dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unspecified date, the patient experienced break in aseptic technique described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis that required hospitalization. On (B)(6) 2011, remedial treatment was initiated including fortum, 1 gm ip daily, vancomycine, 500 mg ip daily and amikacin, 500 mg ip daily. At the time of reporting, the event of peritonitis was resolving. It was not reported whether the patient was retrained on aseptic technique. Dianeal pd2 ultrabag was continued with dose unspecified. Concomitant medications were not reported. The event of peritonitis was assessed as not related to dianeal pd2 ultrabag. The reporter further commented that the peritonitis was caused by the break in aseptic technique. A causality assessment was not provided for the event of break in aseptic technique in relation with dianeal pd2 ultrabag.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be user error-break in aseptic technique.